Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient was implanted with gore excluder aaa endoprostheses featuring c3 delivery system to treat an abdominal aortic aneurysm. When retracting the delivery catheter out of the deployed contralateral leg component, the proximal shaft of the catheter including the leading olive was noticed to have become separated. As it was still on the guidewire, the physician was able to remove the detached part from the patient without problems. It was reported that the patient's anatomy presented no issues. The patient tolerated the procedure.

Manufacturer narrative:
The gore® excluder® contralateral leg component was returned to gore and an engineering evaluation was performed. The investigation revealed that the leading end of the catheter had separated from the catheter body at the trailing olive. The polyimide residue inside the trailing olive suggests that the two were bonded. The torque bump appears to be twisted at the end of the polyimide segment and presence of unraveled braiding suggests that the polyimide appears to have broken off; these observations are consistent with a rotation of the catheter at any given step of the procedure which is an off-label use of the device. The root cause for separation of the polyimide from the rest of the catheter could not be determined with the currently available information. However, suspected off-label use of the gore® excluder® aaa endoprosthesis may have contributed to the fracture of the polyimide. The root cause for separation of the polyimide from the rest of the catheter could not be determined with the currently available information.